Event description:
On (B)(6) 2013, the reporter contacted animas stating he has had several high blood glucose (bg) readings that he felt were incorrect. There is no indication of a adverse event. This compliant is being reported based on the non-specific allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.